Event description:
Hospital reports that patient was on pressure control with an inspiratory pressure of 45 cmh2o and peep of 20 cmh2o mamometer and digital display only read 45 cmh2o, expected to read 65 cmh2o. Patient was removed from ventilator, manually ventilated and placed on another ventilator.